Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rmv stent was to be implanted to treat a common bile duct stricture during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not tortuous. During the procedure, the tip of the delivery system broke. The procedure was completed with another wallflex biliary stent. There were no patient complications reported due to this event.